Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that after the passage in the product on the plate, the skin is badly meshed. The skin is non-compliant to the mesh (too big or not mesh at all for some places). Additional information received on january 10, 2017 stating that the event occurred during surgery, there was no harm, injury or adverse event to the patient; however medical intervention/additional surgical procedure was required in that additional donor skin was required. There was impact/damage to the graft harvest and the graft harvest was discarded as not usable. There was a delay/extension in surgery time of approximately 30 minutes (under anesthesia). There was no harm, injury or adverse event to the operator and an alternate device was not required to complete the surgery. There were no contributing conditions related to the event and the surgical technique for the product was utilized (the blade was placed properly for use and the derma carrier was at room temperature).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00219501200, lot number 63346752, identified no deviations or anomalies. Product examination could not be performed as no product was returned to a zimmer facility for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.